Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a remstar device's sound abatement foam. During device evaluation no void was observed in the device enclosure. There was no report of patient harm or injury.